Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported inaccurate sensor glucose readings and that the insulin pump alarmed lost sensor. The customer's blood glucose was 30 mg/dl, compared with the sensor reading of 100 mg/dl. She treated the low blood glucose with food. On another occasion, her blood glucose was between 160 and 180 mg/dl, and the sensor reading was 60 mg/dl. The customer stated that when she calibrated, the insulin pump alarmed calibration error, followed by change sensor. She reported that two of her last sensors triggered a sensor end alarm at about 5 days' use. The customer stated that she may have had scar tissue and was advised to check with her doctor. She was advised to try sensor use suggestions and to monitor the sensor glucose performance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-17347, please see medwatch report # 2032227-2015-17348.